Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarms are confirmed in pump history file due to a broken trace at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had hardware low level failures alarm. Customer¿s blood glucose value at the time of incident was 153 mg/dl. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. Insulin pump will be returned for analysis.